Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. There was no report of death or serious injury. The issue was found during use.